Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 99 mg/dl at the time of incident. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump needed to be replaced. Troubleshooting also occurred for the customer's low blood glucose. The customer reported their drive support cap was not damaged. Troubleshooting was not completed because the insulin pump alarmed no delivery several times. Customer's current blood glucose was 148 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.